Event description:
A report was received that the pt will undergo a pocket revision due to discomfort at the pocket site. The pt's ipg is implanted in his abdomen and when he sits down it hits the beltline of his pants causing discomfort. The physician will move the ipg to a more comfortable location.